Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads, cracked case, scratched reservoir tube window, missing end cap sticker and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had crack on top of the reservoir compartment and at the bottom of the battery compartment. The customer stated that the insulin pump was dropped. The customer's blood glucose was 95 mg/dl at the time of incident. The customer reported that they experienced high blood glucose was 260 mg/dl. The customer's most recent blood glucose was around 200 mg/dl at the time of call. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.